Event description:
Add'l info received 10/15/97 indicates inadequate rigidity and "one cylinder would only partially inflate and would rapidly loose pressure."

Manufacturer narrative:
Cylinder had or damage. Cylinder was functional.